Event description:
Device malfunction: clip mislocation. Symptoms/ae: pain, swelling, bleeding, hematoma, dissection, surgical repair. Time of device malfunction and symptoms/ae: after vessel closure. It was reported that a physician trained in the use of the starclose se achieved arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, post procedure the pt reported pain and swelling. The pt was referred to a vascular surgeon who diagnosed bleeding of the profunda of the lateral wall of the vessel. The surgeon applied manual compression to ensure hemostasis; however, the clip was found to be approximately 1 cm proximal and lateral to the puncture site resulting in a hematoma. The clip was surgically removed. There were no reported adverse pt sequelae. Though requested, additional info was provided.

Manufacturer narrative:
The customer reported the device was retained by the customer. The lot customer was not identified; therefore, a device history record review could not be performed.